Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery, the dyonics 25 control unit had a cassette insertion error. Since there was not a back-up device available, another unit had to be sent from the warehouse. As consequence, the procedure was delayed for more than one hour. The patient was not injured.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no issue was observed. Complaint of system error was confirmed. Product failed functional testing with a system error and transducer failure. Cause of errors is a defective transducer p1. Product passed functional testing with a known good transducer installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.